Event description:
It was reported that the rigid uteroscope exhibited damaged distal end, found during unpacking. There were no reports of patient involvement.

Manufacturer narrative:
Date of event is unknown. Additional information will be provided once available the device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.